Manufacturer narrative:
Concomitant medical products: product ID: 37092, product type: accessory .product ID: 3889-33, lot# va06jtp, implanted: (B)(6) 2013, product type: lead. Product ID: neu_ptm_prog, product type: programmer, patient. (B)(4)

Event description:
A patient implanted for fecal incontinence and gastrointestinal/pelvic floor, a manufacturer representative, and a friend or family member of the patient reported that the patient felt uncomfortable stimulation starting on (B)(6) 2015. On (B)(6) 2015, a power on reset (por) error code was seen. On (B)(6) 2015, the patient reported she probably didn't actually have uncomfortable stimulation, as whatever was uncomfortable for her resolved on its own with no action taken in regards to her device. When she had time, she planned to reach out to her implanting physician to schedule an appointment for reprogramming due to the por error code. No potential event cause was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.